Manufacturer narrative:
In response to FDA report number mw5089063. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified a creases fold, wear abrasion and a curved opening on the anterior a leak test and microscopic analysis was performed which identified a sharp opening on the anterior and striated punctured on the anterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identified the thickness was within specification based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. A striated punctured on anterior due to surgical damage like consist in the use of some surgical tool.

Event description:
Patient reported via regulatory agency capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Additionally patient reported a right side capsular contracture, baker grade unknown. Device has been explanted.